Event description:
The patient's mother called animas on (B)(6), alleging the pump is not recording deliveries in the history. She reported that the patient's blood glucose level has been elevated from 200-400 mg/dl on average every day since about (B)(6) 2012. Sometimes she gets a reading of "high" on the meter. The patient was in the emergency room at the time of the call for elevated blood glucose levels. The patient was taken by the mother to the emergency room on (B)(6) at 10 pm, for elevated blood glucose. The mother and hcp say that the pump is not recording all deliveries and the history is missing bolus and tdd records from (B)(6). The patient remained on pump therapy in the emergency room. The patient does not have any infection, diet change, or new medications. The mother states the patient lost 10 pounds within a week. The patient is menstruating. The patient has been getting insulin via injection through insulin pens at school on most days because her blood glucose has been elevated. The mother uses the pump at home. The patient's blood glucose level was "high" on the meter the evening prior to calling animas and going to the ER. The hcp has been adjusting the insulin sensitivity factor (isf) and the patient's blood glucose levels were not improving. The mother kept insulin at room temperature for 30-45 minutes prior to filling the cartridge. The animas representative advised the patient to have an hcp evaluate sites for scar tissue and weight loss in the past week. Troubleshooting was unable to determine why there is missing information in various history screens. The mother insisted that the patient is bolusing, changing sites, and priming on a regular basis. This complaint is being reported because the user alleged that the pump did not record insulin delivery in the history properly and the patient needed to be treated at the emergency room for elevated blood glucose.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows the following sequence of events: a replace battery alarm at 9:47 pm on (B)(4) 2012 and the pump was left without power; at 4:41 pm on (B)(4) 2012 the battery was replaced with a low voltage battery, resulting in another replace battery alarm, and the pump was again left without power. A normal bolus and an audio bolus were performed and both were accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.